Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer discovered questionable crep2 creatinine plus ver.2 results had been generated after the qc failed. After the qc was repeated and failed again, calibration was performed. Qc was repeated and failed yet again. The customer pulled five patient samples that had been previously tested, repeated them on a different analyzer and the results were discrepant. Based on these results, more patient samples were retested to verify the results. Corrected reports for 111 patients were phoned to doctor's offices. Of the data provided for 25 patient samples, only the results for 20 samples were discrepant. Refer to the attachment to the medwatch for all patient data. All results are in umol/l. No patients were adversely affected. The customer used cobas c701 serial number (B)(4). It was found the analyzer had switched over to a new reagent pack in the early afternoon. Before the switch over, qc results were good. Based on the qc data provided which showed several issues, the investigation determined it was possible that an individual reagent pack was bad due to possible improper storage conditions.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the qc data, a general reagent or calibrator issue was not suspected. The root cause could have been a temporary preanalytical issue such as material build-up on the sample probe. There were no further occurrences reported.